Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The certas valve (ID 828804) was returned for evaluation. Failure analysis- the position of the cam when valve was received was at setting 7. The valve was visually inspected; a scratch/tear and cut marks were noted around the siphon guard. The valve passed the test for programming, leaks, occlusion, reflux, siphon guard and pressure. Root cause- no root cause could be determined as the technician could not confirm any over- drainage issue with the valve at the time of investigation. However, the possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve, at the time of investigation no over-drainage issues was noted. The possible root cause for the scratch/tear and cut marks were noted around the siphon guard, could be due to a sharp or pointed object coming into contact with the valve, as noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828804) was implanted on an unknown date. The patient had symptoms of low-pressure headaches. The surgeon placed an icp sensor which was reading minus 5mmhg. Due to suspicion of over-drainage, the valve was programmed to 8 however, patient still symptomatic. Therefore, that valve was removed on (B)(6) 2023.